Event description:
New information notes that the right ventricular lead also exhibited inappropriate shocks. As previously noted therapy was disabled as the patient's ejection fraction had improved. The lead was explanted during a procedure unrelated to this event. The information received suggests the lead will not be replaced as the patient's ejection fraction was normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that high lead impedance was observed on the right ventricular lead. Review of the patient's electrocardiograms (egm) revealed no documented ventricular tachycardia or fibrillation. The patient's ejection fraction had also improved at %50. The physician elected to disable tachy therapy since the patient was better. The patient was stable and will continue with normal follow up.